Manufacturer narrative:
Section d - serial number has been updated from (B)(6) to unk as the reported serial number was deemed invalid during the investigation. No product has been returned and a valid serial number has not been provided for the sensor. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h-10 was incorrectly documented in the previous initial report. Section h-10 has been updated.

Event description:
A "replace sensor" error message from the adc device and was therefore unable to obtain readings. The customer experienced a loss of consciousness and was given a sugar drink for treatment by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for PMA/510k as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message from the adc device and was therefore unable to obtain readings. The customer experienced a loss of consciousness and was given a sugar drink for treatment by a third-party. There was no report of death or permanent injury associated with this event.